Event description:
A customer reported a malfunction on their insulin pump, identified by code malf 12, which had occurred at least three times with the same device. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections as backup therapy, and customer technical support arranged to send a replacement pump with updated software. The customer was informed about returning the faulty pump and was offered training on the new device, which was acknowledged and understood.